Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received suspected inappropriate shocks for supraventricular tachycardia with rapid ventricular response (svt with rvr). The device was explanted and replaced. No further patient complications have been reported as a result of this event.